Event description:
It was reported that the user experienced hyperglycemia with a sensor glucose of 362 mg/dl and a confirmatory fingerstick of 360 mg/dl while using the ilet system with a newly placed infusion site, with elevated glucose persisting for approximately four hours and no reported symptoms. Symptoms included no clinical effects reported. Outcomes included no reported impact on activities of daily living, medical intervention, hospitalization, or long-term sequelae. Investigation included troubleshooting and user education regarding high glucose management and site-related factors. Investigation of this case revealed an unclear cause of hyperglycemia, with potential contribution from infusion site performance not confirmed; no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.